Event description:
Reporter stated that patient obtained a blood glucose result of 10.8 mmol/l, while using the aviva system. Patient reportedly retested blood glucose, one minute later, on the aviva system with a result of 31.7 mmol/l. Reporter noted that patient did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.